Manufacturer narrative:
No additional information related to the event was provided. The status of the patient following the revision surgery is not known. A good faith effort has been made to obtain information from the reporter (sales rep) regarding this event, but no additional information has been received. The lot number is unknown. Neither the device nor films of applicable imaging studies were returned for evaluation. Without a product return, a product evaluation is not able to be conducted. The product labeling does state "potential adverse events that may occur include:....device bending, disassembly, fracture, loosening, migration and/or retropulsion, or subsidence;...reoperation; screw or plate back-out...". Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained, the complaint will be reassessed and if warranted, a follow up medwatch report will be filed as appropriate. "The information contained herein is being provided to the FDA to comply with regulations relating to medical device reporting.

Event description:
It was reported that a patient underwent a one level cervical spine surgery on an unknown date using the asfora anterior cervical plate system. Post-op, it was observed that one screw had backed out. The patient underwent a revision surgery on (B)(6) 2017 and it was reported that the original screws and plate were removed and a new globus medical plate and screws were implanted.